Manufacturer narrative:
D11- intuitive surgical, inc. Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test and there was no insulation damage observed to the conductor wire. Any material missing would likely be thermally induced, rather than mechanically induced. The root cause of thermal damage of the bipolar yaw pulley between the grip base is attributed to user mishandling/misuse.

Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details cannot be performed via system logs because the system was not connected for logs to be available. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. No image or procedure video was available for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced/smoked/sparked with no evidence or claim of mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, sparks were detected around the wrist of the maryland bipolar forceps instrument during coagulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 16-jun-2021 and obtained the following additional information: the instrument and cannula were inspected prior to use and there was no damage or anything out of the ordinary. A pin gauge was not used to inspect the cannula. The surgeon was cauterizing with bipolar energy when the arcing event occurred. There was no damage to the instrument after the arcing event. A valleylab force triad was used with the following settings: cut 45, coag 45. The instrument was in use for one hour prior to the arcing event. A harmonic ace instrument and prograsp forceps instrument were also in use when the arcing event occurred. The site was unsure if the instrument tips collided with any other instrument or tool. The instrument tips were in contact with tissue when the arcing event occurred. The site was unsure if the instrument tips touched any staples, clips or sutures while energized or if the jaws were immersed in liquid or contaminated by carbonized tissue. The instrument was removed prior to the arcing event and the wrist was straightened upon removal. The surgeon believes the arcing event was caused by damage to the insulating cover at the instrument wrist. There was no reported injury or harm to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. There are no images or video available for review by isi. The hospital could not provide any patient demographics, relevant tests, or patient history.